Event description:
It was reported the pt recently developed symptoms of recurrent aortic stenosis, and therefore, the valve was explanted. It was replaced with a st jude medical mechanical valve. Add'l info has been requested.